Event description:
On 2022-may-24, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (1,000 mcg/ml, 180 mcg/day) via an implantable pump. It was reported the patient's pump has been flipping over the past year (began (B)(6) 2021). Upon coming in for refills, the pump was manually flipped over to access refill port (under fluoroscopy due to patient's weight). The clinician stated that the patient fiddles with their pump. The patient was scheduled to go into surgery to tack down four titanium loops on (B)(6) 2022. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had the surgery scheduled for pump flipping. Upon disconnecting the existing catheter from the pump, there was no retrograde flow of csf (cerebrospinal fluid) even after two more cuts were made on the catheter away from the sutureless connector. It was also noted that the catheter was sheared, and one end of the catheter had organic growth on the end of it indicating that the catheter was not cut at the time of surgery today. The decision was made to replace the entire catheter. The existing pump was attached to the newly implanted catheter and four titanium sutures were attached to a fibrous capsule that the patient had formed from her existing pump. Postoperatively, the infusion rate was decreased from 180 mcg/day to 90 mcg/day. Per the patient¿s managing clinician, the patient had not reported any signs or symptoms of baclofen withdrawal or overdose. The expected residual volumes and the actual residual volumes at clinic refills had been accurate. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was morbidly obese, and the pump flipped due to all four suture ties breaking. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s concomitant medications were ¿oral baclofen prn, magnesium, ampyra, pepcid, mobac, neurontin, tysabr, vitamin c, estradiol, miralax, tolterodine, effexor, multivitamin, diflucan, myrbetriq¿. The patient¿s medical history was noted to be multiple sclerosis, sleep apnea, and acid reflux. The indication for pump use was intractable spasticity.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot# (B)(6), ubd 2020-12-12, UDI# (B)(4), product ID: 8782, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot# (B)(6), ubd 2021-02-21, UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of catheter model 8781 found ¿catheter body ¿ broken¿, catheter body ¿ damage to transition tube¿, and ¿catheter body has significant twisting that may have affected infusion¿. Analysis of catheter model 8782 found ¿catheter body has significant twisting that may have affected infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.